Event description:
The cusotmer stated that she rec'd blood glucose readings of 40 and 50. Upon troubleshooting, it was discovered the meter was set in mmol/l. The customer did not adjust medication or allege any adverse events due to the mmol/l readings. The meter is to be returned for evaluation, and a replacement meter will be sent.